Manufacturer narrative:
Device received with operating currents within spec. Unit passed self test, rewind, prime or seating test, basic occlusion test and force sensor test. Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. No audio or beep anomalies were noted. Unit received with missing serial number label and display window cover. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had not worked. Customer's blood glucose value was unknown at the time of the incident. Customer will not return device for analysis.